Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large needle driver instrument involved with this complaint and completed a device evaluation. Failure analysis confirmed and replicated the customer reported issue. The instrument was found to have a broken grip at the grip base. A piece (approximately 0.085 x 0.124 in size) was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as applying excessive force to the instrument jaws. Isi reviewed the site's instrument logs and found that the instrument was last used on system serial number (B)(6) on (B)(6) 2020 and it had four lives remaining. A review of the site's complaint history revealed no duplicate or related complaints. At this time, the complaint investigation has been completed and the record will be closed. If additional information is obtained, then the record will be re-opened for further evaluation.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair procedure, a large needle driver instrument was found to have a broken and/or bent tip. The procedure was completed with no reported injury.